Event description:
It was reported that the device had the service indicator illuminated. Physio-control evaluated the device and found it unable to boot past the power on self-test. There was no pt use associated with event.

Manufacturer narrative:
(B) (4): physio-control replaced the flex cable from the user interface pcb to the system/memory pcb assemblies and observed proper device operation through functional and performance testing. The device was returned to the customer for use. Physio evaluated the removed flex cable at the failure analysis center and determined the root cause of malfunction to be the c1, c2, and c3 flex lands. The flex lands were torn at the connector pin solder pads. Further cause of the tear could not be determined.